Event description:
Reference number (B)(4). Event occurred in the united states. . It was reported that the patient faced three infusion sets detachment events on (B)(6) 2025. The infusion set tubing detached from the connector, and the issue was observed prior to insertion during preparation. The blood glucose level was 28 mmol/l, and the patient was treated with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3